Event description:
It was reported that during a follow up in clinic, intermittent bluetooth low energy (ble) telemetry was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted. The patient was in stable condtion.

Manufacturer narrative:
The event of intermittent telemetry was not confirmed. The device was above elective replacement indicator (eri) upon receipt analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics, device has stable bluetooth low energy (ble) connection throughout the analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.